Event description:
Information received indicates the valve was explanted due to high gradients and low eoa. Product inspection at retrieval noted visible thrombus on the coronary cusp. No structural degeneration was seen. The device was replaced with no additional patient complication reported.